Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal battery failed testing. The internal battery was replaced to resolve the issue. Additionally, the unit arrived with a passive port block and rubber feet issue that were addressed. The software was upgraded to the latest version. After the battery was replaced, the device passed all testing.